Event description:
It was reported to medtronic neurosurgery that during csf sampling, csf was leaking from the patient line stopcock. According to the report, the device only leaked when the stopcock was in the "sampling direction".

Manufacturer narrative:
The returned system did not meet the requirements for leak testing due to cracks on the peripheral arm of the patient line stopcock. It is unknown how or when this damage occurred. However, this type of damage is likely attributable to improper use of cleaning solution. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the system. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.